Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, procedure factors. It is typically not related to product malfunction. Without additional information from the health care provider, we are unable to determine the root cause for explant of this device.

Manufacturer narrative:
Additional manufacturer narrative: on (B)(6) 2011, a response and the operative report were received from the surgeon indicating the device was not explanted due to a device malfunction. The annuloplasty ring was explanted after 4 months 15 days due to endocarditis as a result of a bacterial infection with chronic osteomyelitis / diabetic foot. Operative report was provided; however it is not in english. Information from the surgeon's response also indicated that the device was sent to hospital microbiology and was discarded by the hospital. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the native valve was affected and had to be explanted in order to replace with a bioprosthetic heart valve. The explant of the annuloplasty ring was not due to a malfunction of the device, rather it was due to patient factors.

Event description:
A response was received from the surgeon indicating the device was explanted due to endocarditis. The source of the infection was due to chronic osteomyelitis and diabetic foot. Onset of the infection is unknown.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint. The information reported may or may not be related to the edwards device. In this case, an annuloplasty ring was explanted after an implant duration of 4 months, 15 days (4.50 months) and replaced by a bioprosthetic valve due to unknown reasons.